Event description:
This event was reported to shockwave via the post market empower cad clinical study. A shockwave c2+ coronary intravascular lithotripsy catheter was used to treat a lesion in the left anterior descending arteries. The ivl catheter successfully delivered 120 pulses and there was no device malfunction reported. Following ivl treatment and stent implantation, stent thrombosis was observed in the target lesion. Within 20 to 30 minutes of arrival to the floor after the procedure, the patient became bradycardic and ultimately deteriorated to cardiac arrest. The patient underwent two rounds of advanced cardiac life support (acls) protocol with return of spontaneous circulation (rosc). The patient deteriorated again into pulseless electrical activity (pea) arrest and underwent an additional 45 minutes of cardiopulmonary resuscitation (CPR) and acls protocol. The extracorporeal membrane oxygenation (ECMO) team was consulted at the bedside. Given the patient's advanced age, they were deemed not appropriate to undergo extracorporeal cardiopulmonary resuscitation (ecpr). The patient expired that same day. This event was sent to the clinical events committee (cec) for adjudication of the patient death and stent thrombosis due to possible inducing conditions leading to stent thrombosis. The cec states that the involvement of the study device cannot be excluded, thus, there is possible relationship between the event and the device.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the cardiac arrest and death could not be definitively determined based on the information available. There was no ivl malfunction reported. This event was sent to the clinical events committee (cec) for adjudication of the patient death and stent thrombosis due to possible inducing conditions leading to stent thrombosis. The cec states that the involvement of the study device cannot be excluded, thus, there is possible relationship between the event and the device. The lot number of the device was not provided. Therefore, review of the device manufacturing and test documentation could not be completed. However, shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to distribution.